Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported 'programming error¿ event was confirmed during log review and is attributed to use error. No laboratory tests were performed because no devices were returned for investigation. The facility reported a programming error on 02dec2025, at 4:50 am and provided the logs of the suspect devices. A review of the suspect pcu and suspect pca error logs showed no errors were recorded on the date of event related to the reported issue. On 02 december 2025, the event log review showed that the suspect pca was attached to the suspect pcu and powered on. On december 2, 2025, pca unit 8120 (s/n (B)(6)) recorded multiple infusion-related events. The infusion began at 4:59 am with drugid 206 (suspected to be dilaudid - hydromorphone) in pca and continuous mode, applying initial settings. Throughout the day, multiple pca requests occurred, along with pauses and restarts, while vtbi was adjusted and the infused volume (pvi) increased from 9.3 ml to approximately 15.31 ml. Frequent interruptions due to patient pressure were observed between 12:12 pm and 5:38 pm, requiring multiple restarts. The infusion was paused at 7:00 pm, three minutes later at 7:03 pm, the user modified the infusion mode to pca only. The last program was completed at 8:39 pm. The total volume infused recorded between 4:59 am and 7:03 pm was calculated to be 6.01 ml. Bd alaris¿ system with guardrails¿ suite mx (v12.3) states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error is being attributed due to use error. The facility reported a dilaudid (hydromorphone) infusion with the intended settings of omg basal and 0.3mg bolus rate; however, the log review confirmed the user configured the dilaudid infusion mode as pca and continuous with a rate of 0.3ml_/h and allowed to infuse for fourteen (14) hours. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca syringe of dilaudid 1:1 was erroneously changed to 0.3mg/hour of basal rate. The intended settings were 0mg basal, 0.3mg bolus for fifteen (15) minutes. The basal rate was in effect from syringe change at 0450am until shift change at 1900. 3.39mg/3.39ml extra drug infused during that time period. There was patient involvement, but no harm. Customer would like to know through log review if the basal rate could have been inadvertently added from a setting for a prior patient using the same equipment.

Event description:
It was reported that the pca syringe of dilaudid 1:1 was erroneously changed to 0.3 mg/hour of basal rate. The intended settings were 0 mg basal, 0.3mg bolus for fifteen (15) minutes. The basal rate was in effect from syringe change at 04:50 am until shift change at 1900. 3.39 mg/3.39 ml extra drug infused during that time period. There was patient involvement, but no harm.it was reported that the pca syringe of dilaudid 1:1 was erroneously changed to 0.3 mg/hour of basal rate. The intended settings were 0mg basal, 0.3 mg bolus for fifteen (15) minutes. The basal rate was in effect from syringe change at 04:50 am until shift change at 1900. 3.39 mg/3.39 ml extra drug infused during that time period. There was patient involvement, but no harm. Customer would like to know through log review if the basal rate could have been inadvertently added from a setting for a prior patient using the same equipment. Customer would like to know through log review if the basal rate could have been inadvertently added from a setting for a prior patient using the same equipment.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.